Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during manual prime. The customer¿s blood glucose level at the time of the incident was unknown. The customer was disconnected during prime. The drive support cap is sticking out. It was advised to discontinue the use of the device and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, broken belt clip slot, missing end cap sticker, loose and protruded drive support disk. The insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. The insulin pump passed idle current test, run current test, displacement test and rewind. We were unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to prime alarm.